Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record for the lot reported was reviewed and no issues were observed. Product was manufactured, tested, and released in compliance with nwm procedures. The sample was returned for evaluation and was tested for compliance with approved procedures. The returned sample was visually inspected and tested under simulated conditions. The sample met the acceptance criteria and was able to maintain pressure within the intended functioning of the device.

Event description:
Hypotony. Doctor noticed that there is a leak from where the tube connects to the valve.